Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b.6.

Event description:
Patient reported "rupture" confirmed via MRI. Later patient reported "signs of intracapsular extravasation" and "intracapsular rupture with collapse of the silicone implant" confirmed via MRI. This record is for the right side. Device remains implanted. Device will not be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.